Manufacturer narrative:
Other applicable components are: product ID 97740 lot# serial# (B)(4). Product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient needed to schedule an appointment with a manufacturing representative because their stimulation wasn¿t working. It was reported that they called the clinic, but the two people that set up appointments for patients to meet with reps were not in the office on friday. The patient was redirected to patient services to see if they could have a rep at their appointment on tuesday ((B)(6) 2017). It was reported two days ago, on (B)(6) 2017, that the patient¿s ins stopped working, however they did not have their patient programmer with them to troubleshoot. The patient was redirected to follow-up with their healthcare provider to page a manufacturing representative for their upcoming appointment on (B)(6) 2017 to discuss their issue. It was reported that the patient did not describe any medical symptoms, only that their ins stopped working. Additional information was later received, reporting that the patient was calling back to further troubleshooting as they had their patient programmer. However, it was reported that they were seeing the ¿programmer batteries need replacement¿ screen on the patient programmer (pp). The patient had already tried other batteries in the patient programmer, but it was reported that they weren¿t sure if they were brand new. The patient stated that their stimulation was completely off and they weren¿t feeling stimulation like they normally do. The patient then inquired if their stimulation was off. It was reviewed that because the patient programmer batteries were depleted that this did not mean that their ins was off. The patient then said that they may have turned it down, but they weren¿t sure if they had turned stimulation off. They indicated that they might have. The patient was unable to check if stimulation was on or off at the time of the call, because they did not have any other batteries available to try. The patient stated that they would get new batteries from the store to try. The appropriate batteries were reviewed with the patient. It was also reviewed to have the patient call back if the new batteries didn¿t work. It was reported that the event occurred two days ago maybe ((B)(6) 2017). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.